Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing chest tubes were irritated under the lifevest equipment. Patient described the area as two sores where chest tubes had been. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised temporarily removing the device for the irritation. Follow up indicated that the skin irritation improved.